Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 221 mcg/day) via an implanted pump. Indications for use were listed as intractable spasticity. Other medications the patient was taking at the time of the event, lioresal lot number, and medical history were not reported. The rep assumed she was just supporting a pump replacement case on (B)(6) 2016; however it turned out when she arrived that it was a pump replacement, pocket revision, and catheter revision. The pump pocket incision did not completely close. The change in therapy/symptoms was gradual and the event date was "2016". The patient had been working with a wound clinic and was admitted to the hospital over the weekend. The wound was looking good on both sides, but there was a hole in the middle where you could see the pump. The pump pocket was cultured and no infection was present. The surgeon ended up replacing the pump, moving the pocket, and removing a portion of the catheter and adding a proximal catheter segment to existing distal segment. The patient had an unrelated infection at the location of their port-a-cath. The lioresal lot number, other medications the patient was taking at the time of the event, medical history, when the patient first experienced the open wound, clarification around the infection at the port-a-cath location, the reason for the catheter revision, and the cause of the open wound were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.